Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set fell off during use events between (B)(6) 2026 and (B)(6) 2026. The infusion set was in use for less than twenty-four hours for first event and immediately after insertion for second event. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.